Manufacturer narrative:
Device evaluated by MFR: synergy ous, mr, 2.5x20mm stent delivery system (sds) was returned. A visual examination of the crimped stent found that the stent detached and separated from the stent delivery system with severe stent damage evident. The balloon cones were reviewed and no issues were noted. Balloon folds were unfolded with evidence of medium inside the balloon body. Crimp markings were evident on the exposed balloon wall indicating overall crimp contact between the coated stent and balloon. A review of the batch records, the stent crimp force, the crimp temperature and the maximum crimped stent profile for the device all meet the specification. The product stent protector was returned for analysis with the device and the inside diameter of the stent protector was measured and result is within specification. It is likely that the damage occurred during the preparation and handling of the device following removal of the stent protector. A visual and tactile examination found multiple kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual examination found no tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50x20mm synergy¿ drug-eluting stent was selected to treat the lesion. However, during preparation, the stent was dislodged when the protector sheath was removed. The procedure was completed with another 2.50x20mm synergy¿ stent. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 2.50x20mm synergy¿ drug-eluting stent was selected to treat the lesion. However, during preparation, the stent was dislodged when the protector sheath was removed. The procedure was completed with another 2.50x20mm synergy¿ stent. No patient complications were reported and patient's status was good.